Event description:
The customer reported to olympus, the gastrointestinal videoscope experienced a hole was found. It was unknown when the event took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the lighting lens fell off this medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found the light guide lens (lg lens) was missing due to loosening or detachment of parts joint area. Additionally, due to a pinhole on the bending section cover (a-rubber), water tightness was lost. Due to a cut on the connecting tube, water tightness was lost. Adhesive on the bending section cover had a chip. The connecting tube had a dent. The connecting tube had a scratch. The connecting tube had a wrinkle. The image guide protector had a cut. The universal cord had a scratch, and dent. The protector of the universal cord on the scope connector (s-connector) side had a scratch. The video cable had a scratch. The protector of the video connector cable section had a cut. The light guide connector was damaged. Due to wear of angle wire, bending angle in the up direction did not meet the standard value. Due to damage on the charged coupled device unit, there were white dots on the image. Due to adhesive peeling around objective lens, a streak of flare appeared in the image. The video connector case, and video connector had a scratch. The lock engagement lever had a scratch. The up/down plate had a scratch. The angulation lever had a scratch. The grip had a scratch. The switch box had a scratch. The control unit had a scratch. The image guide protector had a cut. The video cable had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.